Manufacturer narrative:
The sample was not received for evaluation. The failure cut in cuff was confirmed in the received sample. According to the reporter, the device had an air leakage. The customer indicated no patient involvement. Manufacturing process was reviewed and currently, there is no potential risk and the below conditions were found: an inflation test is performed for all products. The operator inspects all products for no leaks and segregates the defective parts. All products have a resting time of 2 hours. Deflation test is performed for all products. Once the part is inspected visually, then the instruction provides the guidelines to deflate the cuff. Various bony anatomical structures (e.g., teeth, turbinates) within the airway or any intubation tools with sharp surfaces might jeopardize cuff integrity. Damage to the thin-walled cuff during insertion will subject the patient to the risk of extubation and re-intubation. If the cuff is damaged, the tube should not be used. No corrective actions are needed at this time since the confirmed failure (cut in cuff) would have been detected during the 100% inflation/ deflation test, therefore, the failure mode is not confirmed as related with the manufacturing process. Information has been added to the database and trends will continue to be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had an air leakage. There was no patient involvement.